Event description:
During follow-up, noise and oversensing were observed on the right atrial (ra) lead, so it was explanted and replaced. The patient's condition was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
Additional information: the reported events of high pacing impedance and ventricular lead noise were confirmed, and attributed to a fractured inner coil at the proximal region of the lead. X-ray and scanning electron microscope (sem) analysis confirmed fracture of all four filars of the inner coil. Electrical continuity testing revealed an open circuit.